Event description:
In 2009, the lay user pt contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high compared to her feelings and/or normal readings. The medical surveillance specialist spoke with the pt on september 1, 2009 and obtained the following info. On an unspecified date and time, the pt claimed she obtained an alleged high blood glucose reading of "417 mg/dl" with the subject meter. Despite the alleged issue, the pt reported that she continued to take her oral medication (1000 mg of metformin/day) as usual. The previous day before contact lfs (time unk), the pt claimed she "passed out" as a result of a low glucose. The pt stated that her blood glucose was ''20 mg/dl" when tested with the emergency services meter. The pt also reported being treated by ems to increase her blood glucose, but did not know the type of treatment she received. The pt did not recall when she had last tested with the subject meter nor what results she was obtaining with the subject meter prior to the serious injury. The pt was also unable to confirm if the alleged inaccuracy began prior to or after the serious injury; however, at the time of troubleshooting, the customer care advocate noted that the pt alleged that she became symptomatic 1 week after the alleged issue began. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly was treated for severe hypoglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.